Event description:
User received zero pt results for multiple tests. Eight pt samples were affected. These samples were repeated on another analyzer - same methodology which generated normal results. User could not provide specific results, provided the following general examples: calcium gave 0.0 mg per dl on first run. Repeated within normal range (8.6 - 10.2). Co2 gave 0 mmol per dl on first run. Repeated within normal range (22-29). Ast gave 0 u per l on the first run. Repeated within normal range (up to 40). No erroneous results were reported.

Manufacturer narrative:
The field service rep found multiple tests printing out zero results with calibration error alarms, and determined the analyzer computer lost all calibration data as the cause. He rebooted system and verified analyzer was operating within spec by performing calibrations and controls and watching the analyzer run.